Event description:
Investigation is done.

Manufacturer narrative:
Manufacturing and quality control data the progav® 2.0 shunt system was manufactured by a qualified employee in april 2020. Deviations during assembly did not occur. The product was finally tested as article fx441t and released for packaging and sterilization as well as sterilized by miethke. The progav® 2.0 has a normal pressure range of 0 to 20 cmh2o. The parameters of the valve were tested at a flow rate of 5 ml/h or 50 ml/h at set pressures of 0, 5, 10 and 20 cmh2o, and were found to meet specifications. The shuntassistant®has a fixed pressure of 20. The parameters of the valve were tested at a flow rate of 5 ml/h or 50 ml/h at a fixed pressure of 20 cmh2o, and were found to meet range the tolerances. All tested parameters were assessed as meeting specifications. 7visual inspection in the first step of our investigation, we performed a visual inspection of the product. We have checked for possible damages, deformations of the housing or other abnormalities. The following observations were made during the visual inspection: -no deformation or abnormalities of the housing, deposits, etc. Permeability test in detail, the complete shunt system was tested for permeability in order to identify the suspected blockage. This test is carried out with the product in the horizontal position with a hydrostatic pressure difference of approx. 30 cmh2o in the direction of flow. The test showed that the progav® 2.0 shunt system and the ventricular catheter were permeable. Computer control test in order to investigate the suspicion of underdrainage the progav® 2.0 shunt system was tested on a miethke computer controlled testing apparatus. The shuntsystem was tested by simulating a cerebrospinal fluid flow at rates from 60 ml/h down to 5 ml/h with the valve in horizontal and vertical position (in accordance with iso 7197). Distilled water was used as the test-liquid. The resulting opening pressure was measured. The computer controlled test has shown the opening pressure of the progav® 2.0, at a reference flow rate of 20 ml/h in a horizontal position, to be 26,12 cmh2o. This is not within the specified tolerance of 0 cmh2o ± 3 cmh2o. An applied pressure of 0 cmh2o, with the device in the horizontal position is expected to have a resultant opening pressure of 0 cmh2o ± 3 cmh2o. Additional testing did not significantly change the results. According to our results, we can confirm the presence of an underdrainage. Additionally, the shuntassistant® was tested according to standard procedure in the horizontal and vertical position. At a fixed opening pressure of 20 cmh2o in the vertical position, a pressure of 20 cmh2o -2/ +4 cmh2o is expected. The results indicated that at a reference flow of 20 ml/hr in the vertical position, the shuntassistant® had a pressure of 19,22 cmh2o. This is within the specified tolerance of 20 cmh2o -2/ +4 cmh2o. The test, performed in the horiontal position at a reference flow of 20 ml/h, has shown that the shuntassistant® with a result of 0,85 cmh2o is operating within the specified tolerance (0 cmh2o ± 4 cmh2o). Adjustability test we have investigated whether the progav 2.0 can be successfully set to each specified pressure setting. Thus, indicating whether the valve(s) are fully adjustable within the full range of specified pressure settings ( in increments of 5 cmh2o). The progav® 2.0 was found to be adjustable to all pressure settings. The shuntassistant® is a fixed pressure valve, therefore the adjustability test is inapplicable. Braking force and brake function test the braking force and brake function test investigates whether the braking function of the adjustable valve(s) is present and how much force must be exerted on the housing to release the rotor to adjust the valve(s) using the integrated magnet of a specific measurement apparatus of braking force. The braking force of the progav® 2.0 was within the specified tolerance and the brake function operated as expected. The braking force test indicates that the brake function of the progav 2.0® is present. Internal inspection of product in order to verify whether the investigated shunt system was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, we have dismantled the shunt system. After dismantling of the valves, some deposits were found in both valves. Results based on our investigation, we are able to substantiate the claim of "under-drainage". We are assuming that the deposits detected within the valve have caused the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. We can exclude a defect at the time of release. The valve / shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Manufacturer evaluation. Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to miethke that a progav 2.0 sys ped.w/sa20 a.prechamber (part # fx441t) was implanted during a procedure performed on (B)(6) 2020. According to the complainant, the patient exhibited symptoms of inadequate drainage during their follow-up. The physician attempted to gradually lower the valve pressure, however, no improvement was observed (even when the valve was set to 0 cmh2o). Therefore, a blockage was suspected. The patient underwent a revision surgery on (B)(6) 2021. The complaint device was returned to the manufacturer for evaluation. No patient information was provided.